Event description:
It was reported that the insulin pump alarmed button error while the customer was playing with his daughter in the sprinklers. The blood glucose reading was 149 mg/dl. The customer stated that after playing with the sprinkler system the buttons no longer work due to moisture damage. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through reservoir tube and cracked battery tube threads. Moisture damage was found on the electronic and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.